Manufacturer narrative:
Unit p-cap or reservoir locked properly in place. Unit received with cracked keypad overlay and scratched case. Unit passed displacement test, active current measurement, and self test. Unit received with unexpected battery power loss shown in power graph and had high sleep current, problem isolated to electronic assemblies. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had low battery alarm or short battery life. Customer did not use the suspend before low or suspend on low continuous glucose monitoring feature. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.